Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was fully functional and able to detect and treat a patient. Belt sn (B)(4) has not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(4) - reuse, electrode belt (B)(4): 01/2015 - initial use.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015. Per the distributor the patient was at his sister's house at the time of passing and that the device was alarming. Investigation into the event revealed that the lifevest appropriately treated the patient three times. Vt was detected and treated at 04:41:22. The post-shock rhythm was a sinus rhythm at 80 bpm. The second treatment was delivered for vf at 04:51:34. The post-shock rhythm was a sinus rhythm at 80 bpm. Th final treatment was delivered at 04:55:40. The patient's rhythm was vf with pace maker artifact. Between 05:07:04 and 05:33:07, asystole was detected three times. The patient passed away. Asystole is considered a non-shockable rhythm.